Manufacturer narrative:
Premature battery depletion was confirmed by analysis. The device was at elective replacement indicator (eri) when received. A longevity calculation was performed based upon programmed settings and usage data up to eri timestamp. The calculations showed the battery was depleted prematurely. Telemetry, pacing, sensing, impedance, hv output, hv shock, and patient notifier were tested on the bench. No anomalies were detected. The analysis of the battery showed that the cause of the depletion was an internal anomaly in the cell.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Premature battery depletion was confirmed by analysis. The device was at elective replacement indicator (eri) when received. A longevity calculation was performed based upon programmed settings and usage data up to eri timestamp. The calculations showed the battery was depleted prematurely. Telemetry, pacing, sensing, impedance, hv output, hv shock, and patient notifier were tested on the bench. No anomalies were detected. No high current drain sources were found throughout bench and stress testing. The battery was analyzed by its manufacturer. The analysis of the battery showed that the cause of the depletion was an internal anomaly in the cell.

Event description:
It was reported that the patient presented during clinical follow-up. Upon interrogation, it was noted that the implantable cardioverter defibrillator was prematurely depleted. The reported implantable cardioverter defibrillator was explanted. There were no patient consequences.